Event description:
Report that an introducer sheath used to aid insertion of a silicone rubber hemodialysis catheter failed to peel apart. The medical practitioner attempted to cut the introducer sheath apart using scissors and holding the ends with hemostats. The hemostats were ineffective in holding the sheath during this tearing/cutting away process and a small piece of the sheath tore away and lodged in the patient's vein. The patient was transported to a larger medical facility to retrieve the introducer fragment.